Event description:
While using a byte night aligners, patient reported they are having a bottom tooth that will not move where it is supposed to. They tried the next aligner but made the root of the tooth move out of the gums. They said that there is a spacing issue. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.